Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that there was no spring in the device. When releasing a 4mmx8cm interlock, there was no spring noted on the device. There were no patient complications reported.